Manufacturer narrative:
The complaint device was received with its coil tubing. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear was located over the distal markerband and it extended proximally along the balloon for a total length of 26mm. A visual and microscopic examination found no damage to the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.